Event description:
Symptoms have resolved.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f22. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was treated with juvéderm® voluma¿ xc and juvéderm® volift¿ xc for mid face volume loss. Approximately three and a half months later, patient experienced severe inflammation and delayed hard nodule in the face. Hcp reported patient has "quite severe don's." The swelling started on the left zygomatic arch, then a few days later on the chin. Patient's gp started patient on oral clarithromycin. The following month, patient was treated with 0.5 ml per side of juvéderm® voluma¿ xc along the zygoma to periosteum and 0.5 ml per side of juvéderm® volift¿ xc along the lower cheek area into the mid dermis. 7 months later, the chin was treated with 1 ml of rha 4. Approximately 4 months after that, hcp started patient on doxycycline for 2 weeks and, in view of extreme swelling, prednisone 40 mg a day for 1 week. After review appointment hcp notes lumps/nodules are less swollen but more lumpy and notable. Hcp prescribed 2 weeks fexofenadine 180 mg bd, and extended prednisone to reduce to 30 mg after 7 days then 20 mg for a week then taper off. Patient is also using celluma led daily in near infrared mode. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00587 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.